Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the bolus button cover was found to be torn but still operable. The bolus button cover was removed and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the [power circuit or cartridge cap or cartridge compartment.